Manufacturer narrative:
The reported event of inappropriate magnet response was confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feed-through leak test was performed, indicating a device hermeticity breach. This is consistent with feed-through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. This is consistent with feed-through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that during an in clinic follow up, inappropriate magnet response was noted on the device. The device was reprogrammed, however, the inappropriate magnet response reoccurred. The device was explanted and replaced to resolve the event. The patient was in stable condition.en obtained in this case; therefore, this information is not available.